Event description:
A malfunction alarm was reported, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was not resettable, and technical support arranged to replace the pump. The customer, whose pump was still under warranty, was instructed to switch to multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it with a pre-paid label within 10 days, which the customer understood and acknowledged.